Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The customer successfully reset the pump with assistance and was instructed to continue using the pump while monitoring for any recurring malfunction codes. The customer acknowledged and understood these instructions.